Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon return of the product a supplemental report will be submitted with the evaluation findings.

Event description:
It was reported that while monitoring a patient using the vigilance 2 monitor, inaccurate core temperature values were displayed. The values vacillated between 97 degrees f to 77.8 degrees f. Given the temperature vacillations, cco and cci values were considered suspect as well. The patient was not treated on the inaccurate values. The suspect vigilance 2 monitor was exchanged for another vigilance 2 monitor and the issue was resolved. There was no other equipment considered as suspect. There was no patient harm.

Manufacturer narrative:
One vigilance 2 monitor was received for product evaluation. The examination included a burn in test on the monitor. The monitor was left running for 36 hours during the burn in test. There were no issues observed, it passed the test. The final acceptance test unit (fatu) was conducted and it passed the test. There were no inaccurate values that were observed. The trs52 cable test was performed and the monitor did not pass the test. A visual inspection was completed and it was found that there was a broken pin in the thermal filament test port that was the root cause of the failed cable test. The pin damage can be attributed to forcefully inserting a cable in the wrong orientation or by twisting the cable while it is in the port. The monitor manufacturing date is november 2007 and the recommended shelf life is five years. The monitor exceeded the recommended shelf life. Expected wear over normal use can be a contributing factor. There is no evidence or indication that a manufacturing defect is responsible for the reported event. The device service record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was not confirmed by evaluation; however, there was thermal filament test port pin damage that was found. It could not be determined if any clinical or procedural factors may have contributed to the event. With any hemodynamic monitoring, the readings can change quickly and dramatically. The readings should correlate with the patient¿s clinical manifestations. Any aberrancy should alert the clinician to reassess the clinical situation and if needed, start the troubleshooting process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. No corrective or preventative actions are required at this time. There are two occurrences for the reported event of inaccurate values for the same vigilance 2 monitor, but the time period between the two incidents is unknown. Please refer to 2015691-2017-00501 and 2015691-2017-00502.